Event description:
The clinic reported that during a phacoemulsification procedure, the doctor experienced a broken posterior capsule requiring a vitrectomy in the patient's operative eye. The patient was implanted with an anterior chamber intraocular lens and the incision site was sutured. The clinic indicated that they were experiencing a poor or loss of vacuum with the system during the surgery. The patient also received a laser peripheral iridotomy following the surgery.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
An amo field service represented evaluated the system at the clinic location and the reported concern of a poor loss of vacuum was not duplicated. Functionality of the system was tested with multiple tubing packs and the system operated per specification. Field service did find that the footpedal cable was frayed and replaced the cable while on site. All pertinent information available to amo has been submitted.